Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Patient code e2330 captures the reportable event of pain. Device code a04 captures the reportable event of material integrity problem.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. Fiducial markers were placed two weeks prior the spaceoar vue placement procedure. The patient's radiation treatment finished on (B)(6) 2022. Later in (B)(6) 2023, the patient started experiencing perineal pain and difficulty urinating. Computed tomography (CT) was performed on (B)(6) 2023, and magnetic resonance imaging (MRI) were performed on (B)(6) 2023, respectively, due to the patient's pain. The imaging showed the hydrogel remains implanted in the right location but doesn't appear much smaller when compared to the post-placement MRI. A colonoscopy was performed on (B)(6) 2023. The imaging showed a collection of fluids around the hydrogel, with no infection. There appeared to be an inflammation resulting from the persistence of the hydrogel. The relationship between the spaceoar vue hydrogel and difficulty urinating was considered as possibly related to the radiation cystitis by the physician. The patient's symptom pain was reported "intermittent" and as resolved by taking advil. The patient was prescribed levaquin, bactrim, and tetracycline. The reason why these medications were prescribed was unknown at the time of this report. The patient's symptoms were reported ongoing.